Event description:
It was reported that during an unknown procedure, the device was leaking and the 5mm scope had to be changed out for a 10mm scope to complete the case or used the same device to complete the case. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact.leak test failure the analysis results of the d12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. However, an investigation has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.